Event description:
A site representative called medtronic navigation technical support to report that their vertek arm will no longer lock down. This event was reported outside the surgical arena and no patient was present.

Manufacturer narrative:
No patient was present at time of report. A new vertek arm has not been ordered by the site. The site has not returned the suspect device to the manufacturer for evaluation.